Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the delivery catheter kinked/fractured but did not separate in two pieces while inside the introducer sheath. Another emboshield nav 6 was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed; however, the broken device was unable to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure in the internal carotid artery, the emboshield nav 6 system fractured after being introduced into the guiding catheter via femoral access. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.035x300 stiff; sheath: introducer 6fr. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.